Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new orders were not crossing over pyxis. A technical support specialist (tss) dialed into the server and performed a comprehensive system check: verified the system downtime query and confirmed it was current. Checked health sight viewer (hsv) and found no devices on critical override due to communication issues. Stations previously in critical override were resolved manually. Confirmed all essential services were up and running. Reviewed pes and found no issues. Verified iis application pools none were in a stopped status. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new orders did not cross over pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new orders did not cross over pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.